Event description:
It was reported that the customer experienced damage to the port of their device and a broken belt clip, with issues related to the charging port and cartridge removal. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up regarding the pump issues and no additional actions or outcomes were reported.